Event description:
Medtronic received info that during the set-up, the cryoconsole and argon tank "fell over". The argon tank was recently changed and it was reported that the argon tank may not have been placed back into the console properly. The tank fell on and injured the foot of a staff member, requiring boot casting due to three broken bones. A site visit was performed verifying appropriate cryoconsole system set up and procedure.

Manufacturer narrative:
(B)(4): eval method: device history review could not be performed (no lot number was provided) and no product was returned for analysis. Analysis: no product was returned for analysis. The local medtronic sales rep visited the customer and provided add'l training for correct use and set up of the device and tank, as documented in the cryoconsole operator's manual. Device history review could not be performed (no lot number was provided) and no product was returned for analysis. In conclusion, operational context caused this event. Medtronic performed a site visit and performed add'l training in mitigation.